Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump stopped and received an alarm. The customer stated the alarm did not occur during priming. The customer's blood glucose was 186mg/dl. The customer was advised to discontinue use of the pump and revert to back up. The customer was advised to monitor blood glucose and treat. Later, the customer reported they think their blood glucose dropped and does not know how much insulin they gave themselves.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus wizard deliveries and monitored; all bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No a52 alarms noted. The insulin pump passed self-test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.